Manufacturer narrative:
Resistance was encountered when the enterprise stent passed ¼ of the way through the y-valve. After several failed attempts the stent was retrieved and the stent released in the y-valve. The device was changed to another stent and y-valve to finish the procedure. It was reported that there was no additional force or manipulation performed. There was not any damage on the microcatheter that may have contributed to the event and the second stent was successfully delivered through the same microcatheter. No patient injury was reported. The returned delivery wire was found stretched. One non sterile enterprise vrd and delivery wire unit was received coiled in a plastic bag. The stent was found deployed with no damages observed on the stent. The delivery wire coil wire was observed to be stretched at 5 cm from the distal and wave condition noted at 8cm from distal tip end. Further functional analysis for the reported event was not performed since the stent had been deployed. The stent and delivery wire were observed under vision system and no other damages were found. (B)(4) medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10084980. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. It was confirmed that the stent had deployed, functional testing could not be performed since the stent was not received and the involved microcatheter and y-connector were not received; however, it was reported that the same microcatheter was successfully used with another stent. The introduction and withdrawal procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. As outlined in the instructions for use, the distal end of the delivery wire and stent must remain fully within the introducer until the introducer is seated and secured in the hub of the microcatheter. This creates the necessary uninterrupted passage for the delivery wire and stent to move from the introducer into the microcatheter lumen. It is then not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the microcatheter lumen. If the delivery wire is advanced while there is a gap between the distal end of the introducer and the microcatheter hub, the stent will expand in this gap resulting in resistance and deployment in the gap. Based on the reported sequence of events, it appears that procedural technique during introduction resulted in the reported events and may also have contributed to the damage of the delivery wire. The returned device did not present with any indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device was received and evaluated. Additional information will be submitted within 30 days.

Event description:
The patient came in with vada, the size is 8.72 x 9.87mm. The surgeon felt the resistance when the stent passed the y-valve at one fourth through, the surgeon tried several times, still failed, then retrieved the stent and found the stent released in the y-valve. The device was changed to another stent and y-valve to finish the procedure. Additional information received from the affiliate indicated that there was no additional force or manipulation performed. There was not any damage on the microcatheter that may have contributed to the event. The microcatheter was not reshaped. The second stent delivered through the same microcatheter as the first one. An adequate continuous flush maintained through the microcatheter. The proximal and distal vessel diameter was unknown and no tortuosity/calcification/stenosis reported. No patient injury reported. Final analysis finding revealed that the delivery wire was observed coil stretched at 5 cm and wave at 8cm from distal tip end.